Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery. The device has been received by the manufacturer and evaluation is anticipated. This report is submitted september 12, 2019.

Manufacturer narrative:
This report is submitted on 06 january 2020. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced no connection to the internal device. Integrity test result are consistent with a device malfunction.